Event description:
During a procedure, diagnostic table was moved from horizontal to upright position with patient on table. Patient fell from table during this movement as reported to distributor.investigation by distributor indicates that the footrest functioned (locked) properly when tested, however, handldes were replaced due to cosmetics.